Event description:
Information received indicates the bed has no manual functions. (No function while using battery backup).

Manufacturer narrative:
The facilities maintenance investigated, and found the k2 relay would not close. Hill-rom technical support recommended replacing the power control module. The facility has not returned hill-roms attempts to determine the resolution of the alleged malfunction.